Event description:
It was reported that right hip revision surgery was performed due to a soft tissue reaction and elevated metal ion levels. No problems until recently when patient experienced pain when going down into deep flexion.

Manufacturer narrative:
.